Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-00658. It was reported the patient experienced unintended stimulation in his stomach. It was also noted one of the leads did not provide any stimulation. The patient's leads were explanted and replaced. The patient now receives effective stimulation therapy.